Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿check sensor¿ error message with the adc device and experienced a symptom described as ¿low carbs symptoms¿. The customer was unable to self-treat and was provided mashed potatoes by a third party for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported receiving a ¿check sensor¿ error message with the adc device and experienced a symptom described as ¿low carbs symptoms¿. The customer was unable to self-treat and was provided mashed potatoes by a third party for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is not properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. Sharp was stuck inside sensor plug assembly. Issue is therefore not confirmed to use due to incorrect assembly method. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.